Manufacturer narrative:
The complaint device was returned to ascent for evaluation. An examination of the cannula revealed that the seals were properly oriented and seated. The returned device was tested for leaks to verify the capability of the seal to remain airtight while exposed to airflow. The device passed all leak testing. Since the complaint that the device leaked could not be duplicated, the complaint could not be confirmed. Ascent's instructions for use state: "keep the trocar straight relative to the cannula when inserting or removing. If the trocar is at an angle relative to the cannula, it can damage the cannula and result in desufflation." "Special care should be taken during insertion of bladed instruments so as not to damage the cannula valve, resulting in desufflation of the operative cavity." A review of the lot control sheet for the reported device indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that "the trocar appeared to be leaking" during the procedure. Vaseline gauze was wrapped around the seal to correct the leak and the device was used to complete the procedure. No patient injury was reported.